Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information received from distributor, (B)(4).

Event description:
It was reported during a procedure that while reaming the tip on the handle broke near the hudson end. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned incomplete to greatbatch for evaluation. From visual examination, the reported event was confirmed. The device had fractured at the power coupling adaptor. This fractured piece was not returned with the device. There were signs of wear in the form if nicks and scratches throughout the surface of the device, and worn drive chain. A manufacturing review was conducted and revealed no discrepancies. In summary, the malfunction observed are attributed to wear. No further investigation required. Updated method code(s), updated result code(s), updated conclusion code(s).